Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy due to atrial tachycardia/atrial fibrillation with rapid ventricular response. It was also reported there was atrial under-sensing and there was failure to discriminate supra ventricular tachycardia. Re-programming of the parameters was performed to include alteration of the detection zones. The device and lead remain in use and no further patient complications have been reported as a result of this event.